Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main, the drawer 2.2 had repeatedly failed to function properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half-height cubie drawer 2.2 had been frequently falling. A field service engineer inspected under the pockets for conductive debris but found none. The field service engineer re-seated the row board cable header at the drawer controller and at the cubie trays to resolve the issue. The system functioned as intended after the field service engineer repaired the device.